Event description:
It was reported that the patient experienced pain in the pocket site. The patient underwent a pocket revision and the physician planned on reusing the device. However, during removal of the device from the pocket with forceps, the device was dented. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, (B)(6) 2008. (B)(4). Evaluation summary: upon analysis, no anomalies were found.